Event description:
Patient was admitted in (B)(6) 2024 for multiple co-morbidities. Speech recommended a percutaneous endoscopic gastrostomy, discussion held with family on (B)(6) 2024 decisions to hold off till following week. Decision made for cortrack, which was inserted on (B)(6) 2024. On (B)(6) 2024 surgery was notified of a pneumoperitoneum seen on a computed tomography. Patient had complained of new-onset left upper quadrant abd pain. CT showed cortrak outside of the gastric lumen. Cortrak removed & exploratory lap procedure done to repair gastric perforation & completed a cholecystectomy with ngt was placed for gastric decompression. Patient recovered for gastric perforation & was transferred to (B)(6) on (B)(6) 2024 for ophthalmologic evaluation for left eye infection. Then transferred to (B)(6) on (B)(6) 2025 for CT guided chest tube placement.